Manufacturer narrative:
Evaluation summary: the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating, and visual sum mary analysis of the lead indicated damage at implant; full lead returned and analyzed. The use of a competitor guidewire is contraindicated in the instructions for use. The coating becomes ensnared in the lead and distorts the conductors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the competitor wire used in the lead during implant would not come out of the lead when the physician tried to take it out. The physician used a lot of force and it would not come out. The lead was tested again on the analyzer and it was damaged as the impedance there was low impedance and no capture at high outputs. The physician had to remove the entire lead and replace it with a different one. It was noted that tech services was consulted at the time in which they stated that there was an interaction between the coating of the competitor wire and the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.